Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 400 mg/dl. A manual injection was administered to address bg. Reportedly, the customer alleged that the pump was not functioning as intended . The customer consumed food and delivered a bolus. The infusion set supplies on the pump were not changed.